Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation turned off despite having 30% battery remaining in the implantable neurostimulator (ins). Patient stated a few days ago, they let their implant enter the red zone before recharging. They subsequently began experiencing back pain and noticed they were not feeling the stimulation. After adjusting the intensity, they were able to feel the vibrations again. This morning, when the ins battery was at 30%, the patient attempted to recharge their ins and again noticed the absence of vibration. After adjusting the intensity, they felt the vibration return. Patient stated that they usually lie down during recharging and can feel the stimulation, but now when lying down, they do not feel it. Patient mentioned they pressed the lightning bolt icon and it restores the stimulation. Agent had patient reset the controller. Patient confirmed that both the controller battery and the implant were 100%. Patient mentioned that they recharged their implant this morning. Patient have groups a, b, and c, and attempted to adjust the intensity for all programs in each group. Patient confirmed that they were able to feel the stimulation in all cases. Agent reviewed information and advised the patient to monitor whether the stimulation turns off again despite having sufficient implant battery. Advised the patient to call back if the issue persists.